Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. The target lesion was 80% stenosed and located in the ostial and mid right coronary artery (rca). The lesion was treated with three passes of the oad. Following the third pass, the oad was removed and a dissection was noted. Balloon angioplasty and stent placement were performed to resolve the dissection and the patient was in stable condition following the procedure.